Event description:
It was reported that medial side hinge lock allegedly would continually disengage after a short time of use. No injury reported.

Manufacturer narrative:
It was reported that medial side hinge lock allegedly would continually disengage after a short time of use. No injury reported. The actual device was evaluated and the customer complaint was confirmed.